Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device history record showed the device had a manufacture date of 20jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Handle- damaged/cracked label- damaged carriage assy- tube drive bent carriage assy- damaged/cracked iui- damaged pin door latch assy- latch damage. Barrel clamp assy- damaged/cracked. Flange gripper- damaged/cracked. Door assy- door cover damage. Case rear- damaged/cracked. Case front- damaged/cracked. (B)(4). Estimated to mjr repair front cover (brkn low lt cnr), rear case (cracked low well), front door (brkn top),flange gripper retainer (brkn lt/rt scr) and keypad. (B)(4). Repair will be billed to po and not credit card per chris. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device history record showed the device had a manufacture date of 20 jan 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in (B)(4) trackwise which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Handle- damaged/cracked, label- damaged, carriage assy- tube drive bent, carriage assy- damaged/cracked, iui- damaged pin, door latch assy- latch damage, barrel clamp assy- damaged/cracked, flange gripper- damaged/cracked, door assy- door cover damage, case rear- damaged/cracked, case front- damaged/cracked. (B)(4).